Event description:
It was reported that pt's programmer stopped working, and that pt had been having pain and numbness in their left leg for over a week. The pt went to the emergency room due to these symptoms. A company representative told the pt to turn the device off. Follow up information received on (B) (6) 2010 indicated that the pt was still having pain and numbness even with the device turned off. The pt was taking methadone for other pain, but was still experiencing pain despite being on the methadone. X-rays were performed but had not yet been evaluated. Additional information was requested.

Manufacturer narrative:
(B) (4).